Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The severely calcified 80% stenotic lesion was located in the proximal segment of the mildly tortuous left anterior descending (lad) artery. The 8mm x 3.0mm quantum maverick balloon catheter was advanced to the lesion for post dilation of another MFR's stent and reported to have burst when inflated to 20 atms. It is unk how many times the balloon was inflated or upon which inflation the event occurred. The balloon was removed intact and the procedure was completed with another of the same device. No pt injury or complications were reported. The pt's condition was reported as "stable".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.